Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 24,511 joules of use "aiming beam fires straight out of fiber" was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. It was reported that @ 119,577 joules of use, "aiming beam fires straight out of fiber" was observed with the second fiber. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. The procedure was completed utilizing a third fiber @ 61,357 joules of use. The fiber tip (cap) was cleaned during the procedure. Patient outcome: "no injury" reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along fiber; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "aiming beam fires straight out of fiber" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.